Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the implantable pulse generator (ipg) there was undersensing in bipolar configuration. The settings were changed several times and the patient was under observation. One week after implant the device was checked and sensing was normal. The device remains in use. No patient complications have been reported as a result of this event.